Event description:
The complaint was previously reviewed in easytrak and was converted into smart solve on (B)(6) 2017. Upon conversion, the complaint record was pushed into reassessment status for review. It was confirmed there was no relevant information to change the reportability decision. Information received by medtronic that this device generated insulin flow blocked alarm during bolus. It was advised to customer to change the complete set and call back if the alarm comes again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Updated summary: insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and sleep current measurement test. Pump failed the display test portion of the self test due to pump error 63 variable 3. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms or failed battery test noted during testing. Pump successfully downloaded to thus. No insulin flow blocked alarms during testing were found in the history files or traces on or near the event date. Pump error 63 variable 3 was during testing due to cracked traces on the u1 chip on keypad assembly. Pump was cut open and found evidence of moisture damage on pcba 1, pcba 2, and motor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked retainer, overlay scratched. In summary, insulin blocked alarm during unknown timing was not confirmed during testing. Pump failed self test due pump error 63 variable 3. Pump error 63 variable 3 confirmed during testing due to cracked traces on the u1 chip on keypad assembly. No unexpected insulin flow blocked alarms noted in pump history download. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.